Event description:
It was reported that the user disconnected from the ilet pump overnight, received an insulin set expired alert, and subsequently experienced severe hyperglycemia, confirmed by a fingerstick reading reported as ¿high.¿ symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included troubleshooting and education with guided replacement of the tubing and infusion site, after which glucose readings returned to range. Investigation included remote assessment and stepwise guidance to change infusion components and confirm pump disconnection during the procedure. Investigation of this case revealed user-related interruption of insulin delivery due to remaining disconnected and an expired infusion set, resolved by replacing the tubing and infusion site. It was concluded, based on previously established findings for similar reports, that the cause was use error associated with disconnection and delayed replacement of infusion components.